Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("bleeding all the time/bleeding with blood clots") and haemorrhagic anaemia ("bleeding with blood clots and I am anemic") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), fatigue ("tired all the time"), abdominal pain lower ("cramps"), bacterial vaginosis ("bacterial vaginosis"), headache ("headaches"), migraine ("migraines"), vulvovaginal mycotic infection ("yeast infection") and alopecia ("hair loss") and was found to have weight decreased ("she is losing weight"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, haemorrhagic anaemia, fatigue, weight decreased, abdominal pain lower, bacterial vaginosis, headache, migraine, vulvovaginal mycotic infection and alopecia had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, bacterial vaginosis, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, migraine, pelvic inflammatory disease, vulvovaginal mycotic infection and weight decreased with essure. The reporter commented: she has been over a year trying to get this device out of her.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('bleeding all the time bleeding with blood clots bleed for three months, straight and with clots bigger than my tampons'), blood loss anaemia ('bleeding with blood clots and I am anemic') and staphylococcal infection ('staph infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date dye test should cysts was a little big but were nothing to worry about. Family history included cancer, ovarian cancer (sister had histerectomy from ovarian cancer) and bladder cancer (mother died of bladder cancer). Concomitant products included docusate sodium;sennoside a+b (laxative stool softener with senna). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), fatigue ("tired all the time / extremely tired all the time"), abdominal pain lower ("cramps"), bacterial vaginosis ("bacterial vaginosis"), headache ("headaches"), migraine ("migraines"), vulvovaginal mycotic infection ("yeast infection"), alopecia ("hair loss / hairs coming out in clumps"), flank pain ("excruciating pain on my right side / sharp stabbing pain my left side"), scar ("generating scar tissue"), cold sweat ("clammy"), dizziness ("dizzy"), the first episode of nausea ("nauseous"), change of bowel habit ("I have not able to make bowel movements"), abdominal pain upper ("stomach started hurting and excruciating"), abdominal distension ("bloating"), back pain ("back started hurting"), burning sensation ("shoulders started burning / hands and arms burning"), arthritis ("arthritis"), paraesthesia ("hands and arms tingling"), back disorder ("back problems"), the second episode of nausea ("nausease"), visual impairment ("I couldn¿t see straight"), urinary tract infection ("uti"), cystitis ("bladder infection"), tooth fracture ("teeth are started to chip off"), arthralgia ("joints hurt soooobad") and swelling ("my body swollen") and was found to have weight decreased ("she is lossing weight") and haemoglobin decreased ("hemoglobin was at 15 which the doctor said was extremely low"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, blood loss anaemia, fatigue, weight decreased, abdominal pain lower, bacterial vaginosis, headache, migraine, vulvovaginal mycotic infection and alopecia had not resolved and the staphylococcal infection, flank pain, scar, cold sweat, dizziness, change of bowel habit, abdominal pain upper, abdominal distension, back pain, burning sensation, arthritis, paraesthesia, back disorder, the last episode of nausea, visual impairment, urinary tract infection, cystitis, tooth fracture, haemoglobin decreased, arthralgia and swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, arthritis, back disorder, back pain, bacterial vaginosis, blood loss anaemia, burning sensation, change of bowel habit, cold sweat, cystitis, dizziness, fatigue, flank pain, genital haemorrhage, haemoglobin decreased, headache, migraine, paraesthesia, pelvic inflammatory disease, scar, staphylococcal infection, swelling, tooth fracture, urinary tract infection, visual impairment, vulvovaginal mycotic infection, weight decreased, the first episode of nausea and the second episode of nausea with essure. The reporter commented: she has been over a year trying to get this device out of her. Allergy test was done. In follow-up it was reported that "I am living the worst nightmare imaginable, it¿s the I am dying the slow death". Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up received. Events added from pfs- excruciating pain on my right side, generating scar tissue, clammy and dizzy and nauseous, sharp stabbing pain my left side, I have not able to make bowel movements, stomach started hurting and excruciating, bloating (h), back started hurting, shoulders started burning, arthritis, hands and arms tingling and burning, back problems, nausease, I couldn¿t see straight, uti, bladder infection, teeth are started to chip off, staph infection, hemoglobin was at 15 which the doctor said was extremely low, joints hurt soooobad, my body swollen. Reporter information, concomitant drug, family history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.